Event description:
Per an email received by the manufacturer technical support from a doctor: "kindly advise on the serviceability of a sarns 9000 heart lung machine whose main and cardioplegia pumps are not working."

Manufacturer narrative:
Per an email from the doctor: "I am a doctor from (B)(6). I recently qualified and I am trying to set-up a practice in (B)(6). The machine is in (B)(4) in the dealers warehouse. The perfusion system is intended for use in (B)(4)." Technical support communicated to the doctor that the manufacturer has trained field service representative (fsr) that service the 9k perfusion system and that pump heads are available for repair until (B)(4) 2014. Since technical support informed the doctor that after december 31, 2014 the device will no longer be supported by the manufacturer, they advised him to purchase a more recent version of the heart lung machine that could be supported. The doctor has decided not to purchase this device and to pursue other options. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.